Event description:
It was reported that a malfunction occurred on the pump, identified by a malfunction code. The customer's blood glucose level remained within normal range and did not exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump, assisted in the reset process, and confirmed that the malfunction code did not recur. The customer acknowledged the instructions and was advised to continue using the pump, with the guidance to report any recurrence of the malfunction code.